Manufacturer narrative:
Reviewing the information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that this incident was already reported under the report number 1020279-2019-03659, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the patient was participating on the "(B)(6) study" and underwent a revision surgery of the head, shell and liner due to unknown reasons.